Event description:
The customer reported via phone call that the insulin pump watchdog timeout, unexpected restart and signal too low. The customer's blood glucose was 148 mg/dl. The customer stated that the insulin pump prompted her to rewind, but the insulin pump still had insulin. She cleared the alarm and was advised to disconnect from the insulin pump. She was advised to remove the reservoir and rewind the insulin pump. The customer was advised that the watchdog timeout alarm may have been caused by static or electrostatic discharge. The insulin pump passed the self test. She was advised to monitor the insulin pump. She declined troubleshooting for the signal too low alarm. The customer called again later, reporting that the device alarmed unexpected restart again during normal device use. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.